Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was having problems with connection unable to connect to sensor. Blood glucose value was 554 mg/dl at the time of the incident. Troubleshooting was performed and the customer was assisted in connecting the meter to the insulin pump. Nothing will be replaced or returned.